Event description:
Suspected rv lead fracture. Impedance >3000 ohms. Noise/artifact oversensing physician stated the fractured lead is a known issue and intervention has been planned. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).